Event description:
It was reported that prior to starting a da vinci hysterectomy procedure, the robotic coordinator was unable to white balance the right camera controller unit (ccu). With the assistance of an isi technical support engineer (tse) the site verified the ccu settings and replaced the camera cable. The site continued with preparation for the procedure. The site called back stating that the right eye appeared washed out and white. The isi tse had the site redo the black and white balance as well as check, adjust and change additional ccu settings. The endoscope was changed and different inputs on the camera head were enabled, however, the right eye color continued to appear unbalanced. The surgeon decided to convert to traditional open surgical techniques to finish the planned surgery after approximately 90 minutes of troubleshooting. No patient harm was reported.

Manufacturer narrative:
The investigation conducted by isi field service engineering (fse) discovered that the issue experienced by the customer was associated with a defective camera controller unit (ccu). The ccu calibrates and adjusts the brightness levels of the video image from the two high magnification camera heads. The ccu then feeds the image through the video synchronizer to the surgeon's console and assistant monitor. The system was repaired by replacing the affected ccu. As of 2008, there have been no reported recurrences of the issue at this hospital.